Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had a cannula length issue. The following information was provided by the initial reporter : the customer pointed out that the length of the needle for one syringe was different from that of the other syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had a cannula length issue. The following information was provided by the initial reporter: the customer pointed out that the length of the needle for one syringe was different from that of the other syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-apr-2022. H.6. Investigation: customer returned (20) 1/2cc syringes in open poly bags. Customer states that the length of the needle for one syringe was different from that of the other syringes. All returned syringes were examined and 11 out of 20 samples exhibited a cannula length of 12.7mm, as stated on the returned poly bags. All remaining syringes exhibited a cannula length of 8mm. See attached photos. This issue cannot be confirmed as the samples were returned in open poly bags and it is difficult to confirm the correct lot for the returned syringes. A review of the device history record was completed for batch# 1158023. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as it is difficult to confirm the correct lot for the returned syringes. H3 other text : see h.10.